Event description:
The facility stated that the surgeon implanted a cc4204bf plate collamer lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. No suture was required to close the wound. The injector model msi-pf, lot number was unknown by the facility. The cartridge model and lot number were unknown by the facility.